Manufacturer narrative:
The insulin pump did not have a button error alarm. The device was received with intermittent button response due to corroded keypad traces. The device was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window. There was no unexpected ramping or scrolling of the numbers during testing. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 183 mg/dl. Customer took the battery out and when they put it back in they received a button error alarm. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.